Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump displayed before the critical pump error image on the screen. The customers blood glucose level was unknown at the time of incident. Customer reported that the insulin pump started beeping and has a weird symbol on screen and has a red x and an arrow to a book with a question mark. Advised to discontinue use of the pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error (open book image) alarm noted. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test.